Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker was in backup mode due to event queue overflow. The pacemaker was able to reset to normal setting by programming intervention. There were no patient consequences.